Event description:
Patient 2 of 4: it was reported while using one bd vacutainer® push button blood collection set the blood leaks from the needle hub and around the tubing that connects to the hub after activating the safety shield. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 7 photos for investigation. The photos were reviewed and show a device with blood leakage in and around the hub and sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 2 of 4: it was reported while using one bd vacutainer® push button blood collection set the blood leaks from the needle hub and around the the tubing that connects to the hub after activating the safety shield. There was no health impact or consequences reporte